Event description:
It was reported that there was a motor stall. The stall was confirmed in the event logs. The motor stall was caused by an MRI that took place on (B)(6) 2011. Recovery was not recorded until the date of the interrogation, (B)(6) 2011. The pt felt sore. It was later reported that a pump alarm was heard. Telemetry confirmed that the critical alarm was sounding. There was "tube set" message in the logs on (B)(6) 2011. The pump was read on (B)(6) 2011 and recovered was confirmed. The pt claimed that no alarm was heard. The drug used in the pump at the time of event was lioresal. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).